Event description:
This research article is a multi case study designed to evaluate modified transapical electrosurgical laceration and stabilization of mitral clips (elasta 42 clip) followed by transcatheter mitral valve replacement (tmvr) to treat recurrent mitral regurgitation (mr) after transcatheter edge-to-edge repair (teer). Complications identified in the study included recurrent mr, unexpected medical intervention, and hospitalization. In conclusion, the modified transapical elasta clip offers additional advantages over the transseptal approach and may therefore be the preferred technique in patients undergoing transapical tmvr. Details are listed in the attached article titled, "transapical electrosurgical laceration and stabilization of mitral clips followed by transcatheter mitral valve replacement - a one-stop shop¿.

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. The devices were not returned for analysis and a review of the lot history record could not be performed as the part/lot information was not provided. Based on the information reviewed and due to the limited information available from the article, a cause for the reported mitral valve insufficiency/regurgitation (recurrent) cannot be determined. However, mitral regurgitation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Attachment: article titled "transapical electrosurgical laceration and stabilization of mitral clips followed by transcatheter mitral valve replacement - a one-stop shop".